Event description:
It was reported that the ilet sleep/wake button was unresponsive despite guided troubleshooting, including precise tapping at the screen indent, cleaning and drying the device, removing the case, and extended press attempts, which led to a device replacement. Symptoms included no perceived vibration or response on touch of the sleep/wake button. Outcomes included no reported impact to blood glucose and no other health effects. Investigation included user-guided troubleshooting and review of device handling and charging status. Investigation of this device revealed a persistent failure of the sleep/wake button function consistent with a hardware malfunction of the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the sleep/wake button mechanism.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."